Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during laparoscopy, the extremity of the forceps fenestrated 20mm jawz (cev525) broke into the patient¿s uterus and stayed in the patient¿s abdomen. As a result, there was an unspecified increase of surgery time to remove the broken part; there was an infectious risk to the patient. Removal of the broken part was completed to continue the surgery. It was reported that the device ran 141 sterilizations before breakage. Additional information has been requested regarding the outcome of the patient.

Manufacturer narrative:
The forceps fenestrated 20mm jawz (cev525) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the jaw was broken. No material defect was found at the breakage area. There was a corroded area at the one side of the breakage: it suggest a crack prior to the breakage. The device was repaired in january 2020 and the jaw was not changed. There are impacts and scratches on the insulation. Root cause - considering the manufacturing date, the reported event is probably due to a normal wear and tear of the device. The damages of the insulation are due to bad handling of the device during the storage, the reprocessing or the use of the device. The IFU nt120 recommends to "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired." No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.